Event description:
It was reported that after a lunch meal announcement on the ilet system, blood glucose did not rise and trended downward from a prior post-breakfast high blood glucose of 227 mg/dl, with the user indicating breakfast carbohydrates were undercounted and a post-lunch walk occurred with oral glucose (juice) administered reporting the lowest blood glucose of 76 mg/dl. Symptoms included hypoglycemia per report as well as hyperglycemia earlier the same day. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure or method related to meal announcement and carbohydrate estimation on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event. The case encompassed meal announcements, incorrect meal size, and low glucose troubleshooting and education completed. The event was managed with oral carbohydrates.

Manufacturer narrative:
Initial.